Event description:
We received an allegation about discrepant results for 4 patients' samples tested with elecsys c-peptide assay on a cobas e 801 module. Sample 1: initial result: <6.67 nmol/l. Repeat result: 1096 nmol/l. Sample 2: initial result: <6.67 nmol/l. Repeat result: 468 nmol/l. Sample 3: initial result: <6.67 nmol/l. Repeat result: 1619 nmol/l. Sample 4: initial result: <6.67 nmol/l. Repeat result: 876 nmol/l.

Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The alarm trace showed a reagent kit alarm (reagent probe). No issue was observed with the reagent needle. The pre-analytic data showed that the serum had no clots or blood streaks. The customer replaced the reagent with another reagent pack of the same lot. A general reagent problem can be excluded, because another reagent kit of the same lot performed according to expectations at this customer¿s site. A clear root cause could not be determined, although the issue is consistent with a transportation/storage issue. The issue was resolved by using another reagent pack of the same lot.